Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Additional info (including x-rays and op report) was requested. Should device or additional info become available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "pt received a left stryker total knee in (B)(6) 2006, and it was revised, with a thicker poly insert (B)(6) 2007, (see per # 288096) after that time, he continued to experience pain and received physical therapy. Because, the pain persisted after the revision, he had arthroscopy performed by dr (B)(6), to clean out the knee. The pt as of today is still experiencing pain. He said, he has had a change in his gait since the original surgery in 2006 and has developed spinal stenosis in his back. He is being treated by a neurosurgeon who is discussing fusing his back. He already received titanium spacers to stop the pain. Most dr's think the pain in his knee is a result of his back. The knee xrays appear to be perfectly normal."